Manufacturer narrative:
Additional information received indicates the ipg is functioning properly.

Event description:
Additional information received indicates the ipg is functioning properly. Reprogramming resolved the issue. As such, surgical intervention will not take place at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing ineffective therapy. Surgical intervention may occur later to address the issue.